Event description:
A customer contacted beckman coulter regarding erroneously high accu tni results that were generated by the synchron lx I 725 instrument. The customer indicated that the initial accu tni result was 1.04ng/ml. (Sample a). The original pt sample was repeated for accu tni approximately 20 minutes later. The repeated accu tni result of 0.75ng/ml was reported out of the lab. The customer indicated that a fresh sample was collected from the pt and tested for accu tni. (Sample b). The accu tni result was 0.18ng/ml. The customer retested the sample b for accu tni. The accu tni result of 0.22ng/ml was reported out of the lab. The customer then repeated accu tni testing on the sample a. The accu tni result was 0.06ng/ml. A correctd report has been issued. On the next day, the customer re-tested the sample a again; the accu tni result was 0.09ng/ml. The customer did not receive any report of pt injury or change to pt treatment that can be attributed to or connected with this event.